Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0lngx, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4)

Event description:
The patient reported that she was dissatisfied with therapy results particularly at night and stated that her therapy was intermittent. The patient had no more than 50% therapy improvement and thought it would be better. The patient noted one previous adjustment that didn't seem to help. The patient's next appointment with their health care provider (hcp) was on (B)(6) 2015. The indications for use were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Further follow-up is being conducted to obtain information. If additional information is received, a follow-up report will be sent.